Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed the image guide fiber bundle (cfb) broken due to applying an excessive force. This device is not distributed in us so that unique identifier is blank. This report is being filed as part of the pentax backlog management plan.

Event description:
The cfb is broken, there is no further damage visible. We asked for a picture from the defective cfb. The time of event is unknown. There was no report of patient harm.